Event description:
It was reported that the battery drawer for the external pulse generator (epg) would not shut. The egp was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the battery drawer will not completely close due to the battery drawer o-ring. Analysis also found one side bail cover is contaminated, battery contact compressed, and the ring is bent. (B)(4).